Manufacturer narrative:
Reference MFR report # 2916596-2016-01052 for the report of the patient's previous pump exchange. (B)(4). Approximate age of device ¿ 15 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016 and underwent a pump exchange on (B)(6) 2016 due to an elevation in their lactate dehydrogenase level and decreased left ventricular unloading. It was reported that on (B)(6) 2016, the patient was experiencing elevated pump powers and high estimated pump flows. On (B)(6) 2016, the patient's lactate dehydrogenase (ldh) level was 1282 u/l, inr was 1.59, and the patient had cola colored urine. It was reported that the patient continued to show signs of pump thrombus and was taken for a computed tomography (CT) scan on (B)(6) 2016. CT results were not provided, however, a pump exchange was subsequently performed the same day.

Manufacturer narrative:
The report of elevated pump power and estimated pump flow values was confirmed on the evaluation of the submitted log file. The evaluation of returned device confirmed the presence of thrombus in the pump. The inlet stator bearing cup and rotor bearing ball revealed a red, tissue-like deposition. The deposition had areas that were denatured and had a ring-like structure, which are indications that it likely developed over an undetermined period of time while the pump was in operation. The duration of its presence in the pump could not be conclusively determined. The outlet stator revealed a pink, soft deposition. The deposition was loosely seated. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. The evaluation could not conclusively determine the origin of the deposition. Although a root cause for the observed deposition could not be conclusively determined through this evaluation, they were partially obstructing the blood flow path and could have contributed to the report of elevated lactate dehydrogenase level and elevated pump power values. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.